Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that connected to their settings and it was on program 2 at .7 ma and the patient was surprised at that because they thought they'd been at program 1 and that the manufacturer representative (rep) had set it to .8 ma after the procedure. The patient did clarify they were trained quickly so they couldn't quite remember but they thought they were on the wrong program. The patient stated when they initially went to connect, their handset battery had been dead so after they'd charged it back up and they connected to their settings, the patient went to both program 1 and then program 2 and both times the programs went to 0 so they thought they had messed it up. Patient services reviewed external device function with the patient and also reviewed that each time a program is changed the therapy is automatically turned off. Patient services also had to explain the difference between the ins battery and the handset battery with the patient. The patient had initially wanted to know which setting they had been on at the hospital and patient services reviewed the patient could potentially follow up with their managing health care provider (hcp) to see if they had the patient's initial setting and the patient stated they had a follow-up appointment coming up soon with their hcp so they'd discuss it with the hcp then. The patient did state that the therapy was helping their symptoms by 50% or greater and patient services reviewed therapy expectations and device/description/function. The patient also mentioned they had ibs and that the therapy had a very positive effect on their bowels and that it wasn't expected to do that. The external devices were functioning as intended. Patient services is flagging this call because of the patient's initial comments about the program being different and because the patient never fully came out after being properly educated on the therapy and their external devices to state that the settings had not changed on their own. They only stated they couldn't remember what the settings had initially been.